Event description:
On (B)(6) 2014, the reporter contacted lifescan (B)(6) alleging inaccurate results with control solution. The reporter stated obtaining a reading of "6.4mmol/l" with control solution. This complaint is being reported because the reported results did not meet lifescan¿s accuracy/precision criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The subject test strips have been returned to lifescan for evaluation. The evaluation of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filled.

Manufacturer narrative:
Follow-up # 1 ¿ (04/25/2014), the patient¿s test strips have been returned and evaluated by lifescan product analysis on (B)(4) 2014 and (B)(4) 2014, respectively, with the following findings: the test strips involved with this complaint failed testing. The test strips were found to have results above range when tested with control solution. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.